Event description:
It was reported that acute thrombotic occlusion occurred, resulting in below-the-knee amputation. The patient presented with chronic limb threatening ischemia and a severely calcified and occluded lesion in the origin of the left superficial femoral artery (sfa) extending through the distal sfa and p2 segment. Endovascular therapy (evt) was performed. An eluvia stent was placed at the lesion site, successfully achieving revascularization. However, the following day, thrombotic occlusion was noted at the origin of the left sfa. The cause of this acute occlusion remains unknown. The patient was transferred to another hospital, but revascularization at the receiving hospital's vascular surgery department was unsuccessful. Ultimately a left below-the-knee amputation was performed.

Manufacturer narrative:
Detailed product information was not provided to boston scientific as this was reported through a medical conference: japan endovascular treatment conference 2025 (jet2025); thus, unable to provide the complete unique identifier (UDI) # and other product-specific information.